Event description:
It was reported that the homecare nurse was having difficulty accessing the center port during the refill procedure. The pt was referred to the physician for troubleshooting. The pt had no symptoms. Using fluoroscopy, it was determined that the pump was flipped. Pt was scheduled to undergo revision of the pump and catheter if the catheter was punctured due to attempts to access the reservoir. The pt had surgery to return pump to appropriate position in early 2009. It was reported that the pump was functioning appropriately after the intervention and the pt recovered without sequela. The pump was used to deliver morphine sulfate.